Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Reporter stated lower portion of actuator hardware that connects to the bottom of the lift came undone and broke.